Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. For the investigation only the history log files of the device was available. The reported infusion therapy could be found and it was possible to noticed that a total amount of 330 ml with a flow rate of 180 ml/h should be administered. The pump has been going into kvo mode after 1h and 50 minutes. Afterward the volume to be infuse was set to 50 ml. When this was also infused, a new volume to be infuse of 40 ml was set. After administering that amount an total volume of 420ml was given. During an inside investigation no damages could be detected. The complaint could not be confirmed. A flow deviation could not be detected. The device works within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If the device will send in for investigation and a technical investigation report is available, a follow-up will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "underinfusion." Customer information: IV chemotherapy was completed over 3 hours, instead of 2 hours. Rate: 180ml/hr. Vtbi: 330mls. IV folinic acid started at 1104hours, rate 180ml/hr, vtbi set 330ml. At around 1300hours, pump alarm and total volume infused display on pump was 330.08mls. Staff noticed there was remaining volume inside IV folinic acid bag, therefore, she topped up the vtbi 50mls (1300hours), and 40mls (1315hours). The whole bag of IV folinic acid only completed at around 1336hours, total volume infused 436.28ml. Which 30mins delayed than expected.